Event description:
Pt self tested with anti-phospholipid antibody syndrome began using inratio in (B)(6) 2009. Pt had an inratio result of 2.3 on (B)(6) 2010, then did not use inratio meter for several months. Pt's target therapeutic range is 3.0-3.5. Pt went to hospital on (B)(6) 2010 not feeling well. Lab results were inr=1.04. Multiple clots were found in pt's lung. Pt was hospitalized and treated with coumadin and lovenox. Pt began using inratio meter again. Pt reports discrepant results: date: (B)(6) 2010, inratio: 4.4, lab: 2.1; date: (B)(6) 2010, inratio: 5.8, lab: 3.1; date: (B)(6) 2010, inratio: 5.0; date: (B)(6) 2010, inratio: 6.1; date: (B)(6) 2010, inratio: 3.4; date: (B)(6) 2010, inratio: 6.5; date: (B)(6) 2010, inratio: 3.7, md meter: 2.7 (using blood from fingerstick collected in a glass tube by rn).

Manufacturer narrative:
Investigation pending.